Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a detached downstream occlusion seal was noted. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor and seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump did not work and did not recognize the closure. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, no injury was reported.